Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b2: specific death date is documented as unknown. Details are listed in the attached article. Section b3: date of event has been entered as 31dec2020, as the date of data collection was between 01jan2017 and 31dec2020. Author information: d. Alexis, j., wood, k., gosev, I., jawaid, a., chen, l., godishala, a., tallman, m., thomas, s., martens, j., polonsky, b., y. Chen, a., mcnitt, s., sherazi, s., goldenberg, I. (2025). Survival and readmission burden in advanced heart failure patients managed with ventricular assist device versus continued medical therapy. Asaio journal 71 (8) p.628-636. Https://doi.org/10.1097/mat.0000000000002382. Division of cardiology and cardiothoracic surgery, and the clinical cardiovascular research center, university of rochester school of medicine and dentistry. Correspondence: jeffrey d. Alexis, division of cardiology, university of rochester school of medicine and dentistry, 601 elmwood avenue, box 679, rochester, ny 14642. Email: jeffrey_alexis@urmc.rochester.edu; manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcomes could not be conclusively determined via this investigation. No images or product was provided for evaluation. A specific cause for the reported events could not be determined via this investigation. A DHR review could not be performed due to the serial number of the hm3 lvas being unknown. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article titled ¿survival and readmission burden in advanced heart failure patients managed with ventricular assist device versus continued medical therapy¿ identifying that hm3 may be related to higher readmission rates post implant. This is a retrospective study that referred 260 patients for left ventricular assist device (lvad) implantation, with the goal of better understanding the survival and readmission burden rates managed with ventricular assist device (vad) versus continued medical therapy. The mean age in the study was 57 ± 12 years, 25% were women, and 51% had ischemic cardiomyopathy. Lvad therapy was associated with a significant 35% reduction in mortality and lvad implant versus medical management was associated with a pronounced 57% lower risk of all-cause mortality within the first three months. The cumulative incidence rate of all-cause readmission at 2 years was higher among lvad recipients than medically managed patients (78% vs 40%, p < 0.001). The readmission rate was 1.79 readmissions per year in the first year, 1.54 readmissions 2¿3 years after discharge, with further decrease in the 3¿4 year interval. A total of 509 hospital readmissions occurred among patients with lvads most commonly due to infections (24.8% of readmissions) and bleeding (11.6% of readmissions). Additionally, cardiac arrhythmia, heart failure, device malfunction, and neurological dysfunction were common causes for readmission with the inclusion of coronavirus disease 2019 being included under "major infection". Data on the cause of death for patients who died out of hospital was not collected.